Event description:
Procedure: lower anterior resection. According to the report: the anvil detached after firing the device, used a rigid sigmoidoscopy to remove the anvil from the distal bowel. No blood loss reported. Delay in or time was 30 mins. No other tissue damage reported.

Manufacturer narrative:
Date initial report sent: 10/08/2009.